Event description:
A malfunction alarm was reported, identified as malfunction code 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions for resetting the pump, and the customer was able to successfully reset it, with the malfunction not recurring. The customer was advised to continue using the pump and to call back if any future issues arose.